Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a procedure a farawave catheter was selected for use. The patient underwent atrial fibrillation ablation on (B)(6) 2025. Patient had a recurrence of atrial fibrillation during the night of (B)(6) to (B)(6) 2025. Therefore, it was decided to extend patient hospitalization in order to perform cardioversion. It is unknown if the catheter will be available for analysis.